Event description:
It was reported that during a femoral vein procedure, tissue plasminogen activator had been started in an attempt to disolve clot. When attempting to advance the wire through the clot, the tip separated and remains inside the pt. As of the date of this report, pt has not suffered any adverse affects from this incident.